Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3 was failed and device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3 was failed and device was not detected on bus. A field service engineer (fse) reviewed the reported issue of auxiliary drawer 3 not being detected on the communication bus and performed onsite testing. The fse observed that the controller module indicator lights showed no communication and identified a controller module failure affecting drawer operation. The fse replaced the controller module to restore communication and restarted the station to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.